Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during test noted. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Customer reported that the insulin pump's keypad was unresponsive. Blood glucose level was 270 mg/dl at the time of the call. No further information was provided.